Manufacturer narrative:
H6: stroke/cva patient code e0133 added.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was discharged on warfarin and aspirin for 45 days. The 45-day follow-up echo was within normal limits. At nine months post-procedure, the patient experienced right hand numbness and heaviness. The patient underwent computerized tomography (CT) and magnetic resonance imaging (MRI). The CT scan was negative for an acute event. The MRI showed acute ischemic changes along the cortical margins on the right posterior lateral parietal lobe. Follow-up with neurology diagnosed the patient with asymptomatic right hemisphere infarct with symptomatic left hemisphere tia which is consistent with cardioembolic ischemia. There was no history of vascular disease. The patient was placed on plavix and then eliquis which resolved the symptoms.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was discharged on warfarin and aspirin for 45 days. The 45-day follow-up echo was within normal limits. At nine months post-procedure, the patient experienced right hand numbness and heaviness. The patient underwent computerized tomography (CT) and magnetic resonance imaging (MRI). The CT scan was negative for an acute event. The MRI showed acute ischemic changes along the cortical margins on the right posterior lateral parietal lobe. Follow-up with neurology diagnosed the patient with asymptomatic right hemisphere infarct with symptomatic left hemisphere tia which is consistent with cardioembolic ischemia. There was no history of vascular disease. The patient was placed on plavix and then eliquis which resolved the symptoms.